Event description:
Customer reported to beckman coulter, inc. (Bec) that the probe of the coulter ac-t diff analyzer had a drip of less than 0.5 ml of diluent on start up. Customer indicated she was wearing lab coat and gloves. Bec customer technical specialist (cts) assisted the customer via the telephone. Cts instructed the customer to clean the probe and the probe wipe. Customer reported the coulter ac-t diff analyzer gave "error 10" message after she cleaned the probe and the probe wipe. Customer reported that patient results were not affected there was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) went on-site and found the flag on the probe's vertical mechanism had disconnected so the probe was not moving properly. The fse reseated the flag and resolved the issue.

Manufacturer narrative:
(B)(4).